Event description:
Liner breakage post-op. The patient underwent total left hip replacement procedure, postoperative indicators were normal. It was reported that the liner was found to be fractured and the head was also scratched due to liner's fracture. Currently the patient is waiting for second surgery. Doi: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). As per the event description the femoral head was scratched secondary due to the fractured liner's. There is no indication the scratched femoral head lead to the patient's revision surgery therefore this was changed from reportable to not reportable.